Event description:
The secured end of the catheter securement device came loose and fluid leaked out and the intact system was compromised. This malfunction increases the risk of contamination and infection.